Event description:
The cypher (complaint product: 2.5/18mm) was delivered; however, it did not cross the target lesion. Therefore, the guiding catheter was exchanged with another catheter (launcher: 6fal2) and it was engaged deeply, the additional pre-dilation was conducted with another balloon catheter (hiryu: 2.5/10mm) at 24atm and the cypher was being re-delivered: however, crossing the cypher across the target lesion was not successful. The physician then decided to withdraw the cypher; however, when the cypher was being pulled into the guiding catheter, the proximal edge became caught on the guiding catheter (gc) and became flared. Therefore, the cypher was being withdrawn with the guiding catheter as a single unit, but the stent strut became caught on the tip of the sheath at the radial artery and dislodged from the stent delivery system (sds) on the guidewire. A snare catheter was inserted to retrieve the dislodged stent, but it could not be pulled into the sheath due to the flared strut. In addition, the guidewire backed out from the stent and it flew down to the bifurcation at the wrist, so the physician decided to leave the stent there. The procedure was finished by conducting plain old balloon angioplasty (poba) at the target lesion. The patient was a male. The lesion was a de novo, heavily calcified and moderately tortuous. There was 90% stenosis. Radial approach was chosen for the procedure. After a guiding catheter (launcher: 6f al1.5) was engaged, the lesion was pre-dilated with a balloon catheter (ryujin plus: 2.0/15mm) at 14 atm. There was patient injury reported. The physician did not indicate any anomalies prior to use. The product was clinically used and only the stent delivery system (sds) will be returned for analysis.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Additional information will be provided within 30 days of receipt.